Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The reported complaint of "the patient's temperature was not cooling and the temperature has increased" on the thermogard console was not confirmed during the analysis of the event logs and functional testing. No device malfunction was observed during the testing and the console worked as intended. The probable root cause of the reported issue could be due to the temperature probe cable, which most likely resulted in an inaccurate reading of the patient's temperature. Since no additional information was provided by the customer about the temperature probe cable, the main root cause of the reported issue could not be exclusively determined. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. The functional and calibration tests were performed, and no issue was observed. The thermogard ivtm system passed all tests, and the temperature reading inputs were correct. No device malfunction was noted.

Event description:
During ivtm therapy, the user observed that the patient's temperature was not cooling and the temperature has increased. No additional information on the troubleshooting steps were provided. The customer used a different thermogard console, and continued with the ivtm therapy. No consequences or impact to patient.